Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button did not activate always and had lost settings. . The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the pump rejects the batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test alarm or lost setting after change battery noted during testing.(B)(4).